Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during lower-limb pta, the 6mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon was opened and brought in for pre-dilatation, but the balloon ruptured before reaching nominal pressure. A product from another manufacturer was opened. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.